Event description:
On friday 07/17/1998 following a renal angioplasty procedure, a physician attempted to deploy an angio-seal device in a patient's right groin. The physician experienced difficulty inserting the sheath, and hemostasis was not achieved following deployment. The physician attempted to retamp the collagen to achieve a better seal, at which time the device was entirely withdrawn from the patient. Manual pressure was held, but the bleeding was not controlled. The patient was taken to the operating room where a surgeon stitched the puncture site closed. The patient tolerated the procedure well, and was discharged home over the weekend (07/18 or 07/19). As of 08/18/1998 there has been no further report of complication or patient sequelae made to the manufacturer.